Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard caused a serious injury to the patient in the form of an allergic reaction. The following information was provided by the initial reporter: material no. 381433, batch no. Unknown. Verbatim: health professional called and stated facility has had 10 reports of phlebitis, thrombo phlebitis or dvt since january. Date patient had the IV inserted: inserted (B)(6) 2019 removed (B)(6) 2019. By the time they noticed an issue they weren't recording lot numbers.